Manufacturer narrative:
This is the same event as 3010536692-2016-00334.

Event description:
Allegedly, patient was experiencing unknown complications (right). Additional information received 02/12/2016. Allegedly the patient was revised due to the following mom complications: metallosis and cup loosening.